Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, an afx system was used to treat a patient with an abdominal aortic aneurysm. On (B)(6) 2017 approximately 4 years post-op, a disconnetion between the bifurcated main body and the cuff was observed resulting in a type 3a endoloeak. The physicians elected to perform a re-lining procedure using a gore ctag cuff. The procedure was completed succesfully on (B)(6) 2017 and the type 3a endoleak was resolved. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the reported type iiia endoleak with component separation was found to be a type iiib endoleak and stent graft dilation of the both the cuff and main body. The most likely cause of the compromised stent graft integrity was found to be unknown/undetermined due to the lack of medical information surrounding the event, however, the severe angulation of the components likely contributed to the failures. Procedure, user, or anatomy related issues, and/or off-label and cautionary product use conditions could not be determined. The patient disposition is doing well after the re-intervention. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Event description:
Based on the clinical assessment for this event, there was no evidence of a type iiia endoleak but rather a type iiib endoleak and graft dilatation.